Event description:
The caller reported experiencing multiple, intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Customer changed pump supplies to address the issue.